Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error and frozen display. Customer reports the screen was not completely blank. Alarm occurred during the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer was unable to clear the pump errors, power loss alarm and program pump. The customer¿s blood glucose level was 214 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and device error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify frozen screen due to critical pump error or open book image.